Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was observed to be broken. There was no patient involvement. No additional information is available

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation, the qualified technician noted that the wheel was damaged and could not move normally. The reported condition was verified. To resolve the issue, the qualified technician replaced the corresponding faulty component and then the machine was running normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.